Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 225cc saline prosthesis, catalog #3542630, lot #109550. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician¿s physical examination with no other accompanying symptoms. At the time of this report, mentor has received no information regarding an expected explantation date, however, future replacement is indicated.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/15/2019. Device evaluation summary: it was reported that a 51-year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. On 9/10/2018 left sided deflation was diagnosed by a physician¿s physical examination with no other accompanying symptoms. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device. Yellow and white material were observed on the shell surface. During evaluation a rent measuring approximately 0.5 cm was observed on the posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the white and yellow materials. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).